Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be used in the pulmonary to seal the fistula during a tracheoesophageal fistula with stent placement procedure performed on (B)(6) 2024. Prior to the procedure, the physician found the inner package was broken. The procedure was completed with another of the same device. The patient's condition following the procedure was reported to be stable.